Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 advanced auto CPAP alleges burn marks was appeared on the heater plate after the night of use. The patient also afraid to keep using the unit because of the burning. There was no report of patient harm or injury. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The manufacturer previously received information reported to philips that while using the dreamstation 2 advanced auto CPAP device. The patient alleges burn marks appeared on the heater plate after the night of use. The patient is also afraid to keep using the unit because of the burning. There was no report of patient harm or injury. The device was not returned. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer is submitting a correction in section h6: evaluation results code and conclusion code.

Manufacturer narrative:
The patient reported to philips that while using the dreamstation 2 advanced auto CPAP alleges burn marks was appeared on the heater plate after the night of use. The patient also afraid to keep using the unit because of the burning. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In section a: patient identifier was updated or corrected. In section h: device problem code grid, evaluation method code grid , evaluation results code grid and conclusion code grid has been updated.